Event description:
It was reported that intra-aortic balloon (iab) tr4055 was inserted on april 18th and removed on april 30th. When removing the catheter, the patient's condition had worsened, so they considered repositioning the iab catheter and attempted to remove the balloon catheter while leaving the sheath in place. However, they were unable to remove the catheter while leaving the sheath in place, so they cut the skin at the insertion site and removed the balloon catheter together with the sheath. No patient was harmed.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6) hospital. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint ID: (B)(4).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d4(version or model#, catalog #, exp. Date, unique identifier (UDI) #), g4(PMA/510(k)#), h4.

Event description:
N/a

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected fields: h6 (medical device - problem code). This event occurred on the japanese market with a transray 40cc iab, which is a significantly similar device to sensation 40cc which is sold in the us. For d4: di number has been used for sensation 40cc (B)(4), which is sold in the USA. Provided d4 lot number, d4 expiration date, and h4 device manufacture date corresponding to transray device involved in the event, which is not available in USA. The iab was returned cut in two parts with the membrane completely unfolded and blood on the interior and exterior of the catheter. The sheath and extender tubing were also returned. The sheath was returned severely ribbed along the length of its tubing. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and two leaks were detected on the membrane at the same location approximately 11.2cm from the rear seal and both leaks measuring 0.025cm in length. The reported iab removal from sheath, which is not the method described in the device instructions for use. As per the instructions for use ¿do not attempt to withdraw the balloon membrane through the introducer sheath¿. This contributed to the damaged sheath and potentially causing the penetrations found on the membrane. The evaluation confirmed the reported problem. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.